Event description:
A surgeon reported white matter coming from the phacoemulsification handpiece during two cataract with intraocular lens implant procedures. It is unknown if there was any patient impact. Additional information has been requested.

Manufacturer narrative:
The customer did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined conclusively. (B)(4).